Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient's reporting allegations of device has begun to burn the nightstand table. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.